Event description:
Approximately three months after percutaneous coronary intervention (pci), the pt had ventricular fibrillation, was hospitalized, treated and subsequently expired.

Manufacturer narrative:
As reported by the japan post-market surveillance (pms) study, this pt initially presented to the cardic cath lab for elective treatment and 1-vessel disease was found. Percutaneous coronary intervention was performed on a 68% de nova lesion in the proximal right coronary artery of 12mm in length in a 2.63mm vessel diameter at a bifurcation. The (b2) concentric lesion was focal and flexed. Pre-procedure medications included aspirin 100mg/day and ticlopidine hydrochloride 200mg/day. Intr-procedure medications included heparin 8000 units and isosorbide mononitrate 2mg/day. The femoral approach was chosen for the procedure. Pre-dilation was conducted with a 2.5x15mm balloon at 8 atmospheres (atm) and a 3.0x23mm cypher stent was deployed at 12 atm. Post-dilation was not conducted. Timi iii flows were recorded pre and post-procedure. The residual diameter stenosis measured 34%. Intravascular ultrasound (ivus) was not conducted. At the same time, a 3.0x23mm zeta bare metal stent (bms) was deployed in the proximal left anterior descending artery (lad). Add'l details regarding that lesion and the procedure are not known. Post-procedure medications included aspirin 100mg/day, ticlopidine hydrochloride 200mg/day and isosorbide mononitrate 2mg/day. At an unknown date, the pt was discharged from the hospital. Approximately three months later, the pt developed ventricular tachycardia and was transferred to the hospital by ambulance. Coronary angiography was conducted and the cypher stent was patent and no abnormality was observed. The pt was treated, but the details are not known. The pt also expired. The physician commented that the cause of death was progression of the deterioration of the heart function and so it is not related to cypher. No further info was available for this event. Please note that this product is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. Add'l info received will be submitted within 30 days upon receipt.